Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This complaint is from a literature source. The following literature cite has been reviewed: combs db, nishioka st, andrews sn, varcadipane j, nakasone ck. Does femoral stem choice influence fracture type or incidence for direct anterior approach total hip arthroplasty? Arch orthop trauma surg. 2021 nov 3. Doi: 10.1007/s00402-021-04236-w. Epub ahead of print. Pmid: 34729641. Objective and methods: authors did a retrospective on-site joint registry review, having compared the incidence of intraoperative and early postoperative fractures between three standard length (st) and a single tapered-wedge short (sh) femoral stem. A depuy corail femoral stem or one of two other competitor stems was utilized in patients in the st group, and a competitor stem was used in the sh group. Surgeons performed primary total hip arthroplasties using direct anterior approach, and these were evaluated at 6 weeks post-op. There were 301 patients in the st group, and 812 patients in the sh group. The authors provided no information with respect to acetabular constructs¿only stem manufacturers were identified. Specific patients were not broken out by individual case numbers or age/gender demographics. Results: the study identified that 12 intraoperative femur fractures occurred in the st group, of which 7 were depuy corail stems (n=164, 4.3%). The authors found that 2 intraoperative femur fractures occurred in the sh group (competitor stem), while there were 7 post-operative femur fractures and 5 insufficiency femur fractures within the 6-week post-op period affecting that group. The st group had no post-op or insufficiency femur fractures. Depuy complications: 7: intraoperative femur fractures, treated with cerclage cable fixation.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. This complaint was opened to document complaints derived through a journal article review. Follow-ups were done to try and obtain additional information from the author of the journal article. No further information was received. Device history lot: a manufacturing record evaluation (mre), was not possible because the required lot code was not provided.